Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer received unspecified higher sensor scan results and message 'hi' (readings of over 500 mg/dl) compared to what was felt at the time but self-treated with "several bolus" of insulin. As a result, the customer reported experiencing hypoglycemia with symptoms described as sweating, shaking, and a loss of consciousness, requiring health care professional administration of a glucose infusion after obtaining a laboratory blood glucose result of 0.27 mg/dl. No further treatment was reported. There was no report of death or permanent injury associated with this event.